Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. It was noted that the right ventricular (rv) lead is a competitor lead. The health care professional (hcp) called technical services (ts) for further review of the daily threshold and impedance measurements trend report. Upon review, technical services (ts) confirmed the shock impedances to be greater than 125 ohms which is considered to be high out of range. Technical services (ts) also noted non physiologic noise on the shock channel in the presenting electrogram (egm). The health care professional (hcp) noted the patient is scheduled for an in person visit and further device testing and evaluation will be performed. Subsequently, additional information was received that reported a replacement procedure was performed where the physician explanted this implantable cardioverter defibrillator (ICD) device and surgically abandoned the right ventricular (rv) lead. The device and right ventricular (rv) lead were successfully replaced with new device and lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).